Event description:
It was reported that the device was used during a gastric bypass. It was reported by the rep that when the device was placed on the stomach the surgeon closed down the stapler without placing pin first. Once he realized this, he then placed the pin after closure and then fired the stapler. Staples were malformed and not closed completely because of poor alignment of cartridge with anvil. The surgeon opened a second stapler to complete the case. There was no consequence to the pt.